Event description:
The customer reported that he had high blood glucose of 367mg/dl and he treated himself. However shortly after, his blood glucose dropped and the paramedics were called and treated his blood glucose of 30mg/dl. Troubleshooting was performed. Programming and bolus history appeared to be correct. The customer mentioned that he was treated for a surgical procedure the day before the admission, but the insulin pump was not exposed to any medical procedure or any magnetic resonance imaging. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.